Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. 20193381) inserted for female sterilisation. The patient's medical history included menorrhagia, lupus erythematosus, vaginal prolapse, adnexa uteri cyst, ovarian cyst and urinary incontinence. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total hysterectomy, and bilateral salphingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: (B)(6) 2010 discrepancy noted at date of insertion (B)(6) 2018 (discrepancy noted at date of explantation as per mr). Preoperative and postoperative diagnosis: 1. Utero-vaginal prolapse, stage 3. 2. Sui, desires mid-urethral sling with prolapse repair. 3. Left adnexal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: the endometrial lining shows a red-brown, probable polyp, 1,8 x 1.1 x 0,5 cm myometrium findings: smooth gray-pink with three gray-white whorled nodules measuring from 0.5. To 2,5 cm in greatest dimension, necrosis or hemorrhage is not identified, bilateral. Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received: lot number was added. Lab data, medical history, reporter information, patient aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. 20193381) inserted for female sterilisation. The patient's medical history included menorrhagia, lupus erythematosus, uterovaginal prolapse, adnexa uteri cyst, ovarian cyst and urinary incontinence. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total hysterectomy, and bilateral salphingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: (B)(6) 2010 discrepancy noted at date of insertion (B)(6) 2018 (discrepancy noted at date of explantation as per mr). Preoperative and postoperative diagnosis: 1. Utero-vaginal prolapse, stage 3. 2. Sui, desires mid-urethral sling with prolapse repair. 3. Left adnexal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: the endometrial lining shows a red-brown, probable polyp, 1,8 x 1.1 x 0,5 cm myometrium findings: smooth gray-pink with three gray-white whorled nodules measuring from 0.5 to 2,5 cm in greatest dimension, necrosis or hemorrhage is not identified, bilateral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.